Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 379 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.